Event description:
Infection was reported relative to the subject device. The device was explanted.

Manufacturer narrative:
Platinum dr 1510 (sn : (B)(6) sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: - manufacturing date: 07-march-2019 - use before date: 07-september-2021 - sterilization lot number: 2489s0361 - 3219 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. The subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.